Manufacturer narrative:
There was no patient involvement, thus no patient data exists. Product is not implanted/explanted, thus no date required. Device was evaluated by a stryker field service technician on (B)(6) 2011, at the location. Evaluation summary: it was reported that the operating room elbow cover for equipment boom fell of during room preparation, there was no patient involvement. Elbow cover needs to be replaced. This type of event could potentially result in a serious injury to the patient had it occurred during a case. Even though this cover is made from plastic, it is a non-sterile cover that could possibly be located above the sterile field, however, unlikely. If the cover were to fall in the sterile field, it could compromise the sterility of the case and possibly lead to an adverse health event. This failure has occurred in the past and will be monitored for future recurrence.

Event description:
(B)(4). It was reported that the operating room elbow cover for equipment boom fell off during room preparation, there was no patient involvement. Elbow cover needs to be replaced.